Manufacturer narrative:
Product event summary: analysis confirmed that there was an overheating issue related to the power supply. Analysis confirmed programmer displayed an error code. It was additionally found that the system fan was noisy.

Event description:
It was reported that the programmer displayed an error message when sending a file to a universal serial bus (usb) and then selecting to end the session. The caller was advised to power down the programmer, and when it was powered back on, there was a message indicating that the programmer was overheating. The caller was advised to return the programmer to service. No patient complications have been reported as a result of this event. On (B)(6) 2016: the programmer was subsequently returned with additional information that when attempting to interrogate a device, an error message occurred. The programmer was turned off, back on, and interrogation was again attempted without success.